Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was dead and malfunction. Customer stated that station went offline on remote support service, device kept restarting and showed black screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was dead and malfunction; remote support service (rss) was showing as offline. A field service engineer (fse) reported that the station had been down, but it was operational upon arrival. Drawers 3 1 and 3 2 were failed, with no lights on the drawer boards or the interface board. The fse powered off the station and replaced the boards and sensor. After powering back on, the drawers were reconfigured. Hardware test application (hta) diagnostics were run, and the drawers were tested successfully. The keyboard cover was also replaced. The system functioned as intended after the field service engineer repaired the device.